Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted a cut in the insulation (23.5cm from the is-1 pin) with no conductor exposed at this location. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, indicating that the lead was not fractured. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies that would have caused or contributed to the clinical observations. Analysis could not duplicate the reported high shock impedance measurements.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular defibrillation lead exhibited varying shock impedances between 20 ohms and greater than 125, ohms. The lead was removed and replaced. Once the new lead was connected to this implantable cardioverter defibrillator, shock impedances greater than 125 ohms were still observed. The decision was made to remove and replace the device. A new device was implanted and the procedure was successfully completed with normal measurements. The attempted device and lead were returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the attempted device and lead have not been received at boston scientific. Upon receipt, the device and lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
--